Event description:
It was reported that during the implant procedure, the guidewire could not be retracted. On fluoroscopy, the image shows a "curled tip" of the guidewire. The guidewire was suspected to be fractured at the tip. The physician was unable to put traction force on it without risking the guidewire to break off at the tip and leave part in the heart. The physician was also unable to reposition the left ventricular (lv) lead at this point without damage. It was tried to remove lead and guidewire as a unit, but this was not possible as a small distal part of the wire remained stuck in the venous structure while part of the wire remained attached as well to the distal part of the lead. It was then decided by the physician to leave both guidewire and lv lead implanted in the patient. Patient is part of the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).